Manufacturer narrative:
Complaint could not be confirmed, since the complaint devices were not returned for evaluation. Visual evaluation on the seal devices did not showed any abnormalities.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery it was not possible to implant the devices completely. The devices got stuck and no further tightening of the sutures was possible. No part of the devices broke off. The two devices with the same error remained inside the patient and the surgeon switched the procedure from a knotless to a knotted procedure. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (1934bc). It was not necessary to do a second surgery. Update 22-sep-2021: it was confirmed that it was not possible to perform the final tightening of the affected devices and these were not removed because drilling over them would only have caused more damage to the patient. New tunnels had to be drilled for the knotted anchors. Update 27-sep-2021: it was confirmed that the error occurred during a shoulder (labrum) surgery. After the sutures got stuck, they were cut from the anchors and removed. The anchor bodies remained fully implanted inside the patient.